Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during unpacking, the stent was found to be bent. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual evaluation was performed and found the stent was bent at approximately 3.3cm from the distal end. The suture was intact and holding the stent as intended. The suture hold was free of any tears. A functional evaluation for stent deployment was performed with the device laid down semi straight. Resistance was encountered as the guide catheter was retracted. The stent could be deployed with some difficulty. The guide catheter was then separated from the push catheter for evaluation. The guide catheter was bent at 11cm which coincides with the bend location on the stent. Based on the event information, the issue was during unpacking and outside the patient. Most likely, due to some handling aspects of the device possibly during shipping, storing, unpacking or prepping, the stent and guide catheter was bent. Once the stent and guide catheter was bound by the bend, the device would become difficult to deploy. During manufacturing, the devices are 100% inspected for device integrity. Therefore, 'handling damage' is selected as the most probable cause for the complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during unpacking, the stent was found to be bent. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. Reported event of stent kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.